Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s cgm fell off, the replacement sensor was delayed, and the ilet functioned with manual glucose entries for about three days before it stopped working, after which the user stated blood glucose remained very high for over eight days. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings with cause not established, and available information about the device problem and component was insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established.